Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not provided by reporter. Unknown exactly when non-union occurred. Expiration date and lot number unknown for the class iii device (pro-disc implant). (B)(4). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Part number 241.087s and the unknown screw (unknown quantity) were not returned and no lot numbers were provided, an investigation could not be performed. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a clavicular revision and hardware removal procedure was performed on (B)(6) 2015 after it was noted on x-rays that the patient had a non-union. The synthes hardware was removed and replaced with a competitor's product. This event required unanticipated x-rays. The procedure was successfully completed with no surgical delay. There was no reported malfunction of the implants. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product code gxl reported in error; only product code should be hrs expiration unknown(10)lot unknown; device was noted in initial medwatch to be a class iii prodisc device; this is not correct device is a class ii implant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.